Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient device has become less effective over time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not return per facility policy.